Manufacturer narrative:
The manufacturer previously reported that the device will not turn on/device not functioning. Headache and has been hospitalized due to co2 being high. Based on information pronounce a serious injury on previous report. In previous report manufacturer reported adverse event/product problem (box b) is hospitalization, health impact grid is hospitalization. This notification was reviewed by the pms clinical expert due to the patient reporting, the patient has been hospitalized previously but is not currently hospitalized. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury. In this correction report update box b as product problem and health impact grid as no serious injury or health consequences.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient has alleged headache and hospitalized due to co2 being to high and also device will not turn on/device not functioning. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient has alleged headache and hospitalized due to co2 being to high and also device will not turn on/device not functioning. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient has alleged headache and hospitalized due to co2 being to high and also device will not turn on/device not functioning. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report box h: eval method code, eval results code and conclusion code is updated